Event description:
Same case as MFR report #: 2134265-2010-01607, -01948. Same patient as MFR report #: 2134265-2009-01358, -01359. (B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient developed in-stent restenosis. The index procedure in (B) (6) 2007 treated a 3.0x27mm, 75% stenosed lesion of the proximal rca (right coronary artery). Treatment consisted of predilation with an unknown balloon at 8atm, placement of a 3.0x16mm taxus express2 stent at 16atm, and placement of an overlapping 3.0x24mm taxus express2 stent at 9atm resulting in 0% residual stenosis and good apposition confirmed by ivus (intravascular ultrasound). The patient was discharged four days post procedure on bufferin and panaldine. A third unknown size taxus express2 stent was placed in the restenotic proximal to mid rca in (B) (6) 2008. The 3.0x10mm, 99% stenosed mid rca was treated with balloon dilation and placement of an unknown size taxus express2 stent. The patient was discharged two days post procedure. In (B) (6) 2009, 75% restenosis of the 3.0x10mm proximal rca was found. The patient was hospitalized and treated with cutting balloon angioplasty resulting in 25% residual stenosis.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).